Manufacturer narrative:
The lot number was not provided and a lot history review could not be performed. The device was not returned for evaluation. However, medical records were provided and reviewed and the investigation confirmed for obstruction. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf310f vena cava filter allegedly experienced obstruction. This information was received from one source. The malfunction involved a male patient 53 years of age with no reported consequences.